Manufacturer narrative:
The pump has been returned to animas for evaluation; however, product investigation has not been completed. Once evaluation has been completed, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a blank screen issue. The reporter claimed there was moisture found behind the screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 (B)(4) - device evaluation: on testing, the pump powered on with a blank display and without auditory or vibratory functionality. A leak test was preformed and revealed a leak at the display lens. The pump was opened for investigation and revealed moisture ingress with moisture corrosion on the interior components of the pump.